Event description:
It was reported that during a supply change the user accidentally pulled the site out of the applicator on two infusion sets from the same lot, resulting in the infusion set deploying incorrectly or the connector not attaching correctly for an infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.